Manufacturer narrative:
Angiodynamics is attempting to obtain further details regarding the device identification (part number/lot number), the reported event, and the status of the device sample from the complaint reporter (distributor in (B)(4)). Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).

Event description:
As reported by angiodynamics' distributor in (B)(4), a smartport, which had been implanted for 4 weeks, "broke," and had to be removed. The port and all its components (catheter, etc.) Were removed without incident/patient complications.

Manufacturer narrative:
Device history review was unable to be conducted since there was no reported lot # and a ship history lot review was not performed since item # is unknown. The june 2018 angiodynamics complaint report was reviewed for the smartport product family and the failure mode "device defective/malfunctione/failed." No adverse trend was indicated. Despite multiple good faith efforts to contact the complaint reporter regarding event details, part number, or sample availability, no information was forthcoming. We are therefore unable to either confirm the reported event or determine a potential root cause. Angiodynamics' manufacturing process controls for smart ports include air leak/pressure testing on the septum, and tensile force testing for catheter tubing. The directions for use (dfu) packaged with the device contain guidance on placement and port maintenance. Potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition are discussed. ((B)(4))